Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The patient underwent surgery and it was confirmed that the device was cycling properly. However, all components were replaced. There were no further patient complications.